Manufacturer narrative:
(B)(4). Neither the device logs not the transfer set have not been returned for evaluation. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility: customer reported the leak check was failing. Upon inspection of the transfer set it was noticed that valve #1 and the 1m valve were skewed. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Apex technical support confirmed the leak test failure and the device was returned to an operating state by replacing the transfer set with a new transfer set. One (1) used transfer set, with packaging, was returned for evaluation. Visual examination of the set noted d no visual defects. The set was vacuum leak tested per specification with passing results. Visual examination of a retained unit noted no visual defects. The retained set was vacuum leak tested per specification with passing results. A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. Based on the results of the investigation this complaint is not confirmed for valve misalignment. B. Braun will continue to investigate, trend, and monitor all complaints of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per user facility: customer reported the leak check was failing. Upon inspection of the transfer set it was noticed that valve #1 and the 1m valve were skewed. No patient involvement.